Event description:
Surgeon was suturing patient's incision when tip of suture needle broke off rest of needle. Surgeon states she saw it in the needle holder and then it was gone. Surgeon states that it could not have fallen in the patient but did a wound check to verify. She did not see it and continued to close. Circulator stated that we need to take an x-ray per protocol. Surgeon replied even if found she would not go in and retrieve it because the risk outweighed the benefits and to take the picture in recovery during the post-op x-ray. No radiopaque foreign body identified in post op x-ray.